Event description:
Additional information received reported the patient¿s leads were replaced yesterday and connected to her implantable neurostimulator (ins). The patient had resumed her therapy with no further issues.

Event description:
It was reported that there was high impedance with all electrodes on both leads showing greater than 20,000 ohms at 1.5 v. The plan was to have the patient¿s leads replaced. It was noted that impedance testing and x-rays were performed. It was noted that the patient had presented to the clinic stating that her programmer was not working. The batteries and antenna connection were checked and appeared to be working fine. When stimulation was increased, the patient did not feel it. Impedances were checked and showed all electrodes greater than 10,000 ohms. Impedances were then tested again at 1.5v with greater than 20 ,000 ohms. Additional information received reported that the replacement surgery had not yet been scheduled, as the patient was awaiting insurance approval. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of lead model 3778-60 serial # (B)(4) showed that all conductor circuits were broken (in the body of the lead) 23 cm from the distal end. The outer insulation was found to be intact. Open circuits were observed on the lead but no shorts between circuits were seen. Analysis of lead model 3778-60 serial # (B)(4) showed that all conductor circuits were broken (in the body of the lead) 22 cm from the distal end. The outer insulation was found to be intact. Open circuits were observed on the lead but no shorts between circuits were seen.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional information indicated that conclusion does not apply to the event.

Event description:
Additional information received reported that a clinician programmer print-out showed that all impedances were in the normal range the day of the lead replacement. It was unclear of the clinician programmer data was taken before or after the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.